Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: since the complaint screw broke during implantation and the shaft was left in the patient, the device is not considered to have been implanted or explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation mandibular ramus fracture fixation procedure, the screw was inserted and seated in the plate then the screw broke during final tightening. The surgeon elected to leave the shaft of the screw in bone and burred it smooth. A surgical delay of less than three minutes occurred due to the reported event. This report is 1 of 1 for (B)(4).